Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, some bands slipped after being placed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block g2 (report source: other). Foreign: west bank gaza strip (palestinian territories) block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.